Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6264504, medical device expiration date: 2021-09-30, device manufacture date: 2016-09-20. Medical device lot #: 6264533, medical device expiration date: 2021-09-30, device manufacture date: 2016-09-20. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale on a bd¿ luer-lok syringe 60 ml was crooked and misaligned before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: 6264504-plus sub-batches 10/10-16/17. There were 197 inspections on 6,070 parts along with 180 inspections of the scale location that was performed every two hours with zero defects found. 6264533-plus sub-batches 10/10-11/2/17. There were 90 inspections on 2,946 parts along with 52 inspections of the scale location that was performed every 2 hours with findings of smeared print- s/s was performed using .25% aql 6,300 parts were rejected and removed from production line. Missing print was also found during inspections- s/s was performed using .25% aql 7,430 parts were rejected and removed from production line. Investigation conclusion: investigation: four parts with skewed print observed. CAPA: yes-based on an evaluation of severity and frequency it was determined that a corrective action (CAPA) is required at this time. CAPA #(B)(4) was initiated to determine root cause and implement corrective action to reduce/mitigate occurrence of this issue. Root cause description: based on the investigation root cause was determined to be for the smeared print- curing infeed jam at star wheel was out of time with infeed chains. Missing print-not enough pad pressure. Smeared print-retimed star wheel to infeed chains, oiled infeed chains, greased bevel gears and load finder gears.